Event description:
After successfully deploying the ivc filter via the subclavian vein, the pusher rod assembly was withdrawn from the delivery catheter. A .035 3mm t guide wire was inserted through the catheter and out into the ra. The catheter was withdrawn while advancing the wire. After the catheter was completely withdrawn, the 2 gold marker bands were noted to not be on the catheter. The bands were found in the subclavian area. The guide wire was removed and the pt was taken to the o.r. To retrieve the markers.